Manufacturer narrative:
(B)(4). Device not returned for evaluation, another ach135 from a similar lot number was evaluated and performance met all sepcifications.

Event description:
During the initial procedure on (B)(6) 2011 an atriclip gillinov-cosgrove laa exclusion device was used. When the physician attempted deployment of the device, the device would not deploy. The sutures were manually cut in order to deploy the clip. The physician was not pleased with the position of the clip at the base. He then took forceps and completely removed the clip. An atricure laa device was then used to complete the procedure. There was no long term patient consequence.